Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms occurred with multiple new cartridges. Reportedly, the customer was not outside of the labeled operating altitude range at the time of these alarms. Blood glucose level was 99 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.